Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an alert for low impedance on the left ventricular lead. No intervention was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that "the lead that goes into the bottom of their heart is causing their chest to pulsate everytime they move their arm. The patient stated that something was wrong with the lead. The patient also mentioned that they are hearing beeping and not sure if it is coming from the device. The left ventricular lead and the device remains in use. No further patient complications have been reported as a result of this event.